Event description:
Healthcare professional reports patient (pt) contaminated transfer set by using non-aseptic technique during apd therapy. Pt did not notify healthcare professional as trained. The following day, patient presented to hospital (10/26/97) with symptoms of peritonitis. Pt diagnosed with peritonitis, admitted and treated with antibiotics. The healthcare professional reports no product malfunction was noted.